Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutter was having cutting defect before surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no patient impact. Additional information was requested and non-received till date.

Manufacturer narrative:
Additional information provided in d.4. Lot number is 17npft the manufacturer internal reference number is: (B)(4).